Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The actual sample are being returned for review. Once reviewed and tested the results will be included in the file. A revised report will be submitted at that time. A report of a needle detaching prior to use, when removing from the package or during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized when removing the device from the packaging or during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture during use. The ¿precautions¿ section in the IFU for these devices¿ states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ CAPA 23-000 was opened on (B)(6) 2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: ¿ create procedure to perform set-up of attaching equipment. Completed (B)(6) 2023. ¿ retraining of the attachment staff and clean room set-up operators. Completed (B)(6) 2023. ¿ evaluation of the operation of the attaching machines. Completed (B)(6) 2023. ¿ standardize the cut of the suture and method of attachment. Completed (B)(6) 2023. ¿ identification and replacement of damaged manual pull attachment and test tools. Completed (B)(6) 2023. Without receiving the actual samples/packages to review under the microscope, receiving sterile device(s)/packages from the same lot to review/test, or receiving detailed information regarding the shipping, handling and storage of the device(s), exposure time prior to use, the preoperative preparation of the devices, tools utilized to grasp the devices, or size of the trocar used in comparison to the size needle on the device, a definitive root cause cannot be determined at this time.

Event description:
During robotic surgeries, one a sacrocolpopexy, the needle popped off while suturing, the needle was retrieved from the patient. The second event occurred while bringing in the suture through the robotic port, that suture was also retrieved. There was no injury to either patient. This has happened twice in a weeks'' time. Once the needles were retrieved they were then placed in the sharps bin after the procedure, therefore we do not have the needle to send back.

Manufacturer narrative:
Sterile samples (ra-1006q)from the same finished good lot (c901bjw) were returned from the customer for visual review and testing. No defects or abnormalities were observed on the packages or the devices. The devices were needle pull tested and met all specifications including the usp needle pull requirements for a size 2 pdo device.